Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Treatment with intraperitoneal vancomycin was reported to be currently ongoing. Dianeal and extraneal therapies were ongoing. After one day of hospitalization, the patient was discharged. The patient is recovering from the peritonitis event. No additional information is available.